Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the annular rupture is unknown but may have been caused by patient factors (bulky calcification on the ncc and at the lvot). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr for the native aortic valve, the sapien 3 valve was deployed with -1ml contrast than nominal volume. After valve deployment the patient¿s blood pressure (bp) remained low. Aortography showed a suspicious leakage in the annulus at the left coronary cusp. Transesophageal echo (tee) indicated pericardial effusion and drainage was performed. The bp rose to 150¿s mmhg temporarily but decreased gradually to 80¿s mmhg. Thoracotomy was performed and a bleeding point below the left coronary artery at left ventricular outflow tract (lvot) was discovered. Complete hemostasis was achieved by hemostat and manual compression. The bp was stabilized and the procedure was completed. Postoperative CT showed a leakage like image at the lvot but hemostasis was maintained. On postoperative day (pod) 1, the patient was extubated and the vitals were stable. The patient will be monitored under blood pressure control. The physician commented that the ¿final push¿ of the inflation might have been too powerful. The aortic annulus area measured 496.3mm2 and bulky calcification on the non-coronary cusp was reported. There was moderate to severe calcification on the mitral valve.